Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Per field evaluation, the fse found that a 2mm screw in the rail guide on the universal surgical manipulator (usm) had become loose, and the carriage occasionally snagged on the screw during movement resulting in erratic movement. The fse ensured all screws were properly tightened down and performed a system verification to ensure instrument carriage moved smoothly along the rails. The fse later replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based field evaluation. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the surgeon stated that the camera got "stuck" when trying to move back or out and also was stiff when moving in or down the insertion axis. The customer attempted to mitigate this by re-draping and ensuring that the drape was not getting caught on the carriage and that there were no collisions. An intuitive surgical, inc. (Isi) technical service engineer (tse) found no errors in the event logs, to indicate insertion axis issues. Per the tse, there was a possible mechanical stiffness on universal surgical manipulator (usm) 2 insertion. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The reported failure was confirmed as the field service engineer (fse) had noted a 2.5mm screw in the rail guide became loose and the carriage was occasionally catching on the screws resulting in erratic movement and stiffness. The unit was tested on an in-house system and passed in normal mode and passed all tests performed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.